Manufacturer narrative:
B3 date of event is estimated. The device was returned for evaluation on 23-jun-2025. The unit was returned with an oxygen error complaint, confirmed with leaking zeolite. Zeolite dust caused zeolite breakdown, blocking the feed port, dirtying tubing, feed waste, fan and malfunction the sensor. This led to high column pressure and low external oxygen output.

Event description:
It was reported that the patient became hospitalized due to the unit not producing oxygen. The patient was unaware of the issue until emergency services showed and assessed the situation. The patient's daughter confirmed that there was an error message and they could not feel any oxygen output when they tried troubleshooting. The patient was sent a replacement unit. The inogen team attempted to contact the patient for additional information three times with no response.